Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon cancer laparoscopic procedure, the device was used for anastomosis. Colonoscopy and evidence of bleeding was performed in one area and a clip was placed. In the post operative there was evidence of bleeding, a new colonoscopy was performed what showed clot in the anastomosis area, cleaning was performed and 9 clips were placed. There was a temporary injury and tissue damage - bleeding in the anastomosis area. Will be there an additional operation to correct the issue.